Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED log files identified a recurring service code resulting in the device being requested for returned for further evaluation. Upon receipt, the device underwent bench testing and successfully passed all functional tests. Depleted battery serial number (B)(6) was not returned; therefore, a root cause for the premature battery depletion could not be determined.